Manufacturer narrative:
Follow-up received on 22-feb-2016. Follow-up attempts have been completed with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced longer painful menstrual periods (understood as painful periods and prolonged periods). She had to get an uterine ablation for it. She also could not leave her home because she was bleeding (interpreted as genital bleeding). These events were considered serious and listed in the reference safety information for essure. No alternative explanation was provided for the events. Considering their nature, a causal relationship with suspect insert cannot be excluded. The term hospitalization, disability/permanent damage were only mentioned as event outcome and the reporter did not specify it. This case was regarded as incident since surgical intervention was performed. Additionally, another serious event (arrhythmia) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via regulatory authority (case# (B)(4)) in united states on 05-nov-2015. The consumer had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer received the following concomitant medication: tambacor, phenergan [promethazine] (promethazine [promethazine]), tramadol (tramadol), prilosec (omeprazole) and meclizine (meclozine). The consumer reported that after essure placement she developed arrhythmia, dizziness, chest pain and shortness of breath. She had two cardiac ablations and a third will be done in 2015. She had worsening migraines and worsening nausea. She also developed longer painful menstrual periods and she had to get an uterine ablation for it. She could not leave home because she was bleeding through her clothes. She was bleeding after sex and bleeding in between periods. She also had a fibroid tumor and if the ablation does not work she will be given a hysterectomy. She was always in pain. She tried many migraine medications that did not work and will see a headache specialist in 2015. Hospitalization, disability/permanent damage, required intervention were mentioned but not specified and/or assigned to one of the events so it was assumed that hospitalization was caused by the longer painful menstrual periods. Product technical complaint investigation result was received on 25-nov-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced longer painful menstrual periods (understood as painful periods and prolonged periods). She had to get an uterine ablation for it. She also could not leave her home because she was bleeding (interpreted as genital bleeding). These events were considered serious and listed in the reference safety information for essure. No alternative explanation was provided for the events. Considering their nature, a causal relationship with suspect insert cannot be excluded. The term hospitalization, disability/permanent damage were only mentioned as event outcome and the reporter did not specify it. This case was regarded as incident since surgical intervention was performed. Additionally, another serious event (arrhythmia) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.